Manufacturer narrative:
The device has not been returned/received to date. We are unable to determine if insulet's device caused or contributed to the reported incident. No lot release records were reviewed, as the product lot number was not provided. The investigation is ongoing and insulet is attempting to recover additional details. If additional information is received, insulet will submit a supplemental report and conduct all possible investigation. Cloud - locked down/smartphone data not available cloud - omnipod 5 software app version data not available cloud - smartphone operating system data not available cloud - smartphone hardware data not available cloud - cgm sensor type data not available *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
An mhra user report has been received, reported by a hcp "the patient applied a new omnipod 5 pod on friday (B)(6) 2025 in the evening. When this current pod's insulin and glucose data were reviewed, we can see that insulin has been administered - ie the pod looks to be delivering insulin. However, the blood glucose remained high, despite patient giving multiple insulin doses at different times until sunday (B)(6) 2025 from the same pod. The patient had sadly passed away. Manchester coroner is conducting their investigation into the cause of death, as at present we are not certain the device contributed to this, but the decease was wearing this device at time of death. The hospital had also done a review of the death and asked that this form be completed".

Manufacturer narrative:
The pod was received with the soft cannula deployed. The download data from the pod showed that an 0x6a occlusion alarm had been generated. Review of the patient history buffer (phb) data found no evidence of issues with the automated algorithm. The phb data showed that, when in automated mode, the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values received from the sensor and the user's inputs. While in manual mode, the system was correctly delivering the user's manual basal program. On the date of occurrence, the last bolus was delivered and the sensor went inactive, indicating that the system was no longer actively in use by the user after this date. The pod continued to run for two more days until the generation of the 0x6a alarm. As the system was not in active use at the time of the generation of the 0x6a alarm, it can be concluded that it did not contribute to the reported event. Investigation of the pod found no damages or manufacturing deficiencies that would prevent the delivery of insulin or contribute to the generation of the 0x6a alarm. The exact cause of the 0x6a alarm could not be determined. Corrected information d4, model #, catalog #, primary UDI number additional information d4, lot #, serial #, h4. Lot release records were reviewed and the product lot met all acceptance criteria.

Manufacturer narrative:
On 22sep2025 additional information has been received, section a and b2 have been updated.